Event description:
Ordered a product through my dentist, called "snap on smile" by trident labs in calif. The product was ill-fitted and inferior. The product broke my back molar and the bottom set cracked upon installation at the dentist's office. I tried to wear the teeth for four hrs and returned them. The lab seemed unconcerned when I called. The dentist said that he would refund my money and then, recanted saying that the "lab would not refund him." No one has assumed responsibility for my broken tooth -I had just had my teeth cleaned the same day my "teeth" were ordered and the problem did not exist. The co makes false advertising claims. The teeth are flimsy and dangerous. You can not eat or drink with them, as their advertising says. You can not talk with them without sounding inebriated. They should be taken off the market. They are as flimsy as those halloween vampire teeth. Someone could be hurt. The teeth did not come with any warnings or limitations. Ordered on 09/06 and installed 3 weeks later. Returned the product the following week.